Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up successfully as the start-up countdown got stuck at 00:00. The device was not in clinical use at the time of the event. There was no reported patient or user harm. The philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flexvison pc startup failed. The philips field service engineer (fse) inspected the system onsite and found that the flexvision pc cannot start up sometimes. Fse reinstalled the flexvision pc, and the system was able to start up. Customer insisted on replacing the flexvision pc. Fse replaced flexvision pc. After the replacement of flat detector controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.